Event description:
Clinician was conducting an electrotherapy treatment on the pt's lower back area when the pt began complaining of pain in the area of treatment. The clinician stopped the treatment. The pt suffered a 2nd to 3rd degree burn, diameter area is unknown, in the treatment area of the electrodes. The pt did require minimal immediate or post medical treatment for the burn(s), care and application of burn with ointment and bandaging. The patient had received electrotherapy treatment (2-3) prior to this incident. The clinician treated the patient using 4 pole interferential treatment (ifc). The treatment time was set for 12-15 minutes. The remaining treatment parameters, constant voltage/constant current, carrier frequency, frequency and intensity could not be provided by the attending clinician. The electrodes were previously used on the patient. The clinician started the electrotherapy treatment. The clinician indicated that the patient was not holding the patient switch. After an undetermined amount of time the patient became distressed during the treatment. The clinician stopped the treatment. The clinician did not indicate any changes in the treatment settings. The electrodes were removed from the treatment area and the burns were noted.

Manufacturer narrative:
Awaiting return of unit and eval.